Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was unavailable. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band was placed on right radial artery post procedure, with 10cc of air. Just prior to removing the first 2cc of air, the band was found to have no air in the balloon. The band was checked and additional 10cc of air was injected, five (5) minutes later, the balloon was found to have deflated on its own. The patient was not injured, medical or surgical intervention was not required. The event occurred post treatment. The procedure outcome and the patient condition were not affected. Additional information was received 18 apr 2023: the procedure performed for the patient, prior to the tr-band use was a left heart catheterization. Hemostasis was achieved by the initial tr-band a second tr band was not applied. There was no reported blood loss for the patient. Patient was in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation:manager ccl/epl. The actual device has been returned for evaluation. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis and no air was found in left in the balloons. No damage or deformities are noted on the band or inflator. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The ops qe was contacted, and non-conformances (nc) was initiated for this issue. Non-conformances (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).